Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a patient underwent a hernia repair procedure on (B)(6) 2011 and suture was used. The wound healed immediately but a few weeks after the surgery four bumps appeared around the incision. The patient underwent removal of suture on an unknown date. The areas then healed over and then reopened. The patient had yellow drainage and the area was inflamed and scar tissue was present.